Event description:
It was reported that the right ventricular (rv) lead appeared to exhibit rising thresholds over time. In addition, the patient's device was relocated to the right side of the body due to medical reasons. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.